Manufacturer narrative:
The patient has a medical history of ef (ejection fraction) of 15-20%. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was inserted into the guide catheter but not implanted. On the same day, the patient suffered elevated cardiac enzymes. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. The cec adjudicated the event as a non q wave mi (target vessel) mdt extended historical peri-pci. The mi occurred in the lad. The cec also adjudicated stent thrombosis as no event.

Manufacturer narrative:
It was confirmed that the resolute onyx stent that was inserted into the guide catheter but not implanted, did not contribute to the mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed mi as non q wave mi (tv), scai definition peri-pci. If information is provided in the future, a supplemental report will be issued.